Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator and performing the electrical safety test, the backup battery was depleted. There was no patient involvement.

Manufacturer narrative:
.